Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, the device was unpacked and it was found that the handle was detached from the catheter. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2907 captures the reportable event of handle detached. Block h10: visual analysis of the returned device found the thumb ring was broken. There were marks as evidence that the parts were previously joined. Additionally, the working length was found kinked, and the side car rx tunnel was found pushed back 10mm which is out specification. Based on all available information, it is most likely that procedural or encountered before the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during testing could have led to the thumb ring being broken. Marks were observed which indicate that a lot of force was applied to the handle when retracting the basket. This excessive force could have broken the thumb ring and the tension forces could have led to kinks in the working length and the side car rx tunnel being pushed back. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2020. According to the complainant, during preparation, the device was unpacked and it was found that the handle was detached from the catheter. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.